Manufacturer narrative:
Batch review performed on 26 may 2021: lot 1900227: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the liner 2 months after primary. The surgery was completed successfully.